Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4058m58 implantable pacing lead, implanted: 1992-(B)(6), explanted: 2000-(B)(6). (B)(4).

Event description:
The device was returned to the manufacturer after being explanted with no reason for replacement. The device was analyzed and tested out of specification. Follow up determined the ventricular lead was replaced due to high threshold on the right ventricular (rv) lead. It was also reported the implantable pulse generator (ipg) had reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.